Event description:
Reference number (B)(4). Event occured in the united states it was reported that the infusion set tape was accidentally dislodged during use on (B)(6) 2026 and the patient replaced infusion set and resumed insulin delivery successfully. No further information is available.